Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose results of 219 mg/dl back to back with a result of 551 mg/dl, when testing was performed on the complete system. The exact time between tests other than the back to back reference was not provided nor was the location of the testing. As a result of the comparison, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Complete system: meter and comfort curve test strip lot number 549235 and expiration date of 10-31-07.